Manufacturer narrative:
The insulin pump was not received in stuck manufacturing mode. The pump was unable to perform the displacement test and occlusion test due to missing retainer. The pump was received with missing reservoir tube o-ring, scratched case, broken reservoir tube lip and minor scratched lcd window.

Event description:
The customer reported via phone call that top reservoir compartment came off from insulin pump. The customer¿s blood glucose level was unknown. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.